Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings obtained on the adc sensor scan and, as a result, the customer experienced hypoglycemia and a loss of consciousness; however, the customer further reported that they were able to self-treat with glucose. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed on the sensor patch. Data extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. A watermark was observed at the base of the sensor tail, indicating the sensor was properly inserted. The sensor was de-cased and no issues were observed on the printed circuit board assembly (pcba). The returned battery was measured and was within specification. Source measurement unit, poise voltage and thermistor testing were performed and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Also, the log file analysis is consistent with a removal of a properly applied sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings obtained on the adc sensor scan and, as a result, the customer experienced hypoglycemia and a loss of consciousness; however, the customer further reported that they were able to self-treat with glucose. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the adc device. Customer reported receiving unspecified high readings obtained on the adc sensor scan and, as a result, the customer experienced hypoglycemia and a loss of consciousness; however, the customer further reported that they were able to self-treat with glucose. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.